Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to a sensing issue. The physician elected to replace the rate sensing portion with a new rate sensing lead.